Manufacturer narrative:
Batch review performed on 31 march 2025. Lot: 2214163: (B)(4) items manufactured and released on 27/09/2022. Expiration date: 11/09/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The cause is traced to be related to a suboptimal size chosen during the primary surgery, as reported by the revision surgeon. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery performed due to pain and patella bone maltracking. The revision surgeon reported that the cause for the reported issues was an oversized femoral component. Femoral component and insert revised with gmk-sphere components (femoral component from size 3 to size 1, insert same thickness, 10mm). Primary surgery was likely performed on (B)(6) 2023, details are not available.